Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h143 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h143 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit, smart card, and photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the beginning of the procedure they received an alarm #7: blood leak? (Centrifuge chamber) alarm. The customer reported they observed small drops of blood on the drive tube component of the kit. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and started a new treatment on a different cellex instrument. The customer has returned the kit, smart card and a photograph for investigation.

Manufacturer narrative:
The complaint kit, smart card and a customer provided photograph were returned for evaluation. A review of the data recorded on the smart card verifies an alarm #7: blood leak? (Centrifuge chamber) alarm occurred after 67 ml of whole blood was processed. The customer provided photograph shows the centrifuge bowl and drive tube installed in the centrifuge chamber arm of the customer's instrument. The upper drive tube bearing appears to be properly secured into the retainer clip. The drive tube is slightly damaged near the upper drive tube bearing stop. Examination of the returned kit found the same damage to the drive tube near the upper bearing stop. The drive tube was pressure tested to check for leaks and a leak was verified at the site of the damage. A service technician arrived at the customer's site on (B)(6) 2020 in order to evaluate cellex instrument serial # (B)(6). According to the service report, the upper drive tube retainer clip was very tight and unable to turn freely. As a result, the upper drive tube retainer clip was replaced. The service technician successfully completed the system checkout procedure indicating that the instrument had passed all tests, met all specifications, and was fully operational. A material trace of the drive tube used to manufacture kit lot h143 showed no non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause for the alarm #7: blood leak? (Centrifuge chamber) is due to the drive tube leak/break. The root cause for the drive tube leak/break was most likely due to damage caused by the drive tube retainer clip not rotating freely. No further action is required at this time. This investigation is now complete. Mc: 000291 p.t. (B)(6)2020.